Event description:
It was reported that the catheter migrated and became dislodged from the intrathecal space and that the patient had experienced increased pain. An x-ray was taken (B)(6) 2012 which confirmed catheter migration. The catheter was surgically repositioned on (B)(6) 2012. The patient recovered and the issue was resolved without sequelae. The medications used in the pump were morphine 10mg/ml, bupivacaine 30mg/ml, and clonidine 300 mcg/ml.

Event description:
After additional review, it was noted that when the catheter was revised on (B)(6)-2012, the healthcare provider (hcp) also removed a pervious catheter that was left in the patient. A hemangioma was found and removed. Ever since the removal, the patient had experienced a loss of feeling in her right thigh.

Event description:
Additional information received reported that a hemangioma was found. As previously reported the patient was experiencing increased pain and a catheter revision was done. The patient further detailed that the pain was first noticed in (B)(6) 2012. The pain was described as "left leg and lower back pain". When the healthcare provider revised the catheter on (B)(6) 2012, a hemangioma was discovered. Patient was unaware of the hemangioma until that time. Patient outcome was reported as resolved without sequelae.

Event description:
Information previously reported regarding a hemangioma on a capped catheter along with a loss of feeling following the removal does not pertain to this event and instead was reported in manufacturer report # 3004209178-2010-06510.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), partial explant: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Please refer to manufacturer report # 3004209178-2010-06510.